Event description:
Healthcare professional reported, right side "broken device". "Signs of contracture" and "thin proportion of peri-prosthetic exudate". Diagnosed by MRI. Healthcare professional, later reported, right side capsular contracture, baker grade ii. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified. Seroma-late: unable to observe, since it is not related to the device. Capsular contracture: unable to observe, since it is not related to the device. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "peri-prosthetic exudate".

Event description:
Healthcare professional reported, right side "broken device", "signs of contracture". And "thin proportion of peri-prosthetic exudate". Diagnosed by MRI. Healthcare professional, later reported, right side capsular contracture, baker grade ii. The device has been explanted and replaced with another manufacturer's device.